Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt underwent a CABG surgery. The index procedure treated the 80% stenosed 2.5x16mm target lesion located in the proximal left anterior descending (lad) artery. Treatment consisted of pre dilation and the placement of a 2.5x24mm taxus liberte study stent resulting in 0% residual stenosis. In addition, a non target lesion located in the distal circumflex (cx) artery was treated with a 2.75x28mm taxus express2 stent. The pt was discharged the next day on aspirin and clopidogrel. At the four yr f/u visit, it was indicated that the pt was taking aspirin continuously but clopidogrel was discontinued in 2007. In 2009, the pt presented to the ER with substernal chest discomfort associated with nausea, vomiting, diaphoresis, and radiation of the left arm and hand associated with generalized weakness. The pt was transferred to the hosp for further eval and cardiac catheterization was recommended. Angiography revealed: lmca: 30% stenosis. Lad (target vessel): 90% distal stenosis, widely patent stent to the lad; 80% proximal stenosis of 1st diagonal; 90% proximal stenosis of 2nd diagonal. Lcx: 80% proximal stenosis; 90% proximal end stent restenosis of 1st om; 70% mid stenosis of 2nd om. Rca: diffuse 50% stenosis; bifurcation stenosis of 70-90% of the r-plv and r-pda. Left ventricular function maintained. The next day, treatment consisted of CABG x 5 with reverse svg to 2nd om, sequential to 1st diagonal, reverse svg to r-pda, sequential to r-pl and reverse svg to 2nd diagonal. The pt was discharged 5 days later. Per the physician, the event was listed as "unrelated" to the study device. Per the adjudication results, the relation of event to the study stent was listed as "undistinguishable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.